Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('lower abdominal pain right side') in a 46-year-old female patient who had essure (batch no. He011e3) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: basically healthy patient. Concurrent conditions included osteoarthritis knee. On (B)(6) 2016, the patient had essure inserted. In 2019, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and arthropathy ("joint symptoms"). The patient was treated with surgery (laparoscopic essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower and arthropathy outcome was unknown. The reporter considered abdominal pain lower and arthropathy to be unrelated to essure. The reporter commented: essure removal performed at patient's request. Events started approx. 6 months prior to removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-dec-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('lower abdominal pain right side') in a 46-year-old female patient who had essure (batch no. He011e3) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: basically healthy patient. Concurrent conditions included osteoarthritis knee. On (B)(6) 2016, the patient had essure inserted. In 2019, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and arthropathy ("joint symptoms"). The patient was treated with surgery (laparoscopic essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower and arthropathy outcome was unknown. The reporter considered abdominal pain lower and arthropathy to be unrelated to essure. The reporter commented: essure removal performed at patient's request. Events started approx. 6 months prior to removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Production date (B)(6) 2015, expiration date (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number and a returned sample in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('lower abdominal pain right side') in a (B)(6) female patient who had essure (batch no. He011e3) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2019, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and arthropathy ("joint symptoms"). The patient was treated with surgery (essure removal method: laparoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower and arthropathy outcome was unknown. The reporter considered abdominal pain lower and arthropathy to be unrelated to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.